Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during prime. Customer's blood glucose was 300 mg/dl. Customer treated his high blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer also stated he was unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a backup plan. No add'l info provided.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and bleeding lcd glass.